Event description:
Same case as MDR ID: 2134265-2014-02384. It was reported that shaft fracture occurred. The target lesion was located in the severely calcified right coronary artery. A 16 x 3.50 promus premier stent delivery system was selected for use and advanced but failed to cross the lesion. Three additional attempts were made with other 12 x 3.50 promus premier stent delivery system but still failed to cross the lesion. A final attempt was made with an 8 x 3.50 promus premier stent delivery system without success. The physician have decided not to perform angioplasty to the patient instead, the patient was sent to the cadiologic unit for re-evaluation. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was returned for analysis. A visual and microscopic examination found that hypotube was broken 183mm distal to the strain relief. The hypotube was also kinked at various locations along its length. It was also noted that the tip was slightly flared. Solidified contrast medium was visible in the inflation lumen indicating the device was prepped for use. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).